Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
In approximately 2012, the patient began using the inratio system to monitor his inr. The patient obtained inratio inr results once a week. On or around (B)(6) 2015, the patient experienced a brain bleed and underwent emergency brain surgery to remove a blood clot. The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries. No additional information was provided.

Manufacturer narrative:
On 01/23/2018, historical records were obtained from alere home monitoring as additional information.